Event description:
It is reported that an insulin pump product was returned by the customer without authorization for unknown reasons. No further information was provided.

Manufacturer narrative:
Findings: unable to prime during prime/a33 test and motor error alarm during the basic occlusion test due to faulty sensor resistor motor passed motor test. Pump received with cracked reservoir tube lip, scratched case, scratched reservoir tube window and minor scratched lcd window.